Manufacturer narrative:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) generator was replaced at an outside facility on (B)(6) 2017. The site was aware the patient had a history of thrombus. International normalized ratio (inr) was 2.5 on (B)(6) 2017 and coumadin was held. Coumadin was recontinued on the following day at a dose of 4mg. Dose increased to 9mg on (B)(6) 2017. Dose was reduced to 8mg on (B)(6) 2017. The patient's inr was reported to be therapeutic during ICD generator replacement procedure. The patient was admitted to the hospital on (B)(6) 2017 with an inr of 1.6. Heparin was initiated at admission. Integrilin was started on (B)(6) 2017. Patient was on 325mg aspirin, 75mg plavix, and 8mg coumadin. Tissue plasminogen activator (tpa) was administered on (B)(6) 2017. Pump power and ldh continued to rise on (B)(6) 2017 and pump was exchanged on (B)(6) 2017. The patient was discharged on (B)(6) 2017. Corrected: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms are an indication that the pump watts has exceeded the high power alarm threshold and may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms, and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Hemolysis may be due non-device related causes or shearing within the pump and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented to the hospital on (B)(6) 2017 with "high watt" alarms and hematuria. The patient had his battery changed on pacemaker a few days prior but did not stop anticoagulation because of prior thrombus history. His inr was therapeutic during procedure. The patient was placed on heparin and integrilin. Tissue plasminogen activator (tpa) was administered directly to left ventricle in catheterization lab on (B)(6) 2017. The power initially decreased but began to increase a few days later. Lactate dehydrogenase (ldh) continued to rise despite lysis therapy. The patient subsequently underwent a pump exchange on (B)(6) 2017.  No further information was provided.